Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold, increased impedance, and decreased sensing were observed on the right ventricular lead. The lead was capped and replaced, and the patient's condition was stable following the procedure.